Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer, h.6 investigation conclusions, investigation findings and type of investigation. Additional information d.9 date returned to manufacturer. The device was returned to edwards lifesciences for evaluation and the following was observed. Inflation balloon burst radially/longitudinally at the distal shoulder. A piece of balloon missing from the distal end of inflation balloon shoulder and distal wings flared out. Imagery was not provided for review. During manufacturing, the device undergoes multiple inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for were confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. In this case, ''the commander delivery system balloon ruptured during inflation'' per fcs, upon removal and examination of the balloon it appeared that it may have had some missing material. The balloon burst could be potentially result from a combination of patient and procedural factors. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, the presence of calcium in native annulus could compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Using more than prescribed nominal inflation volume (over-inflation) could also cause the balloon to burst by subjecting it to high pressures. Balloon separation may result from excessive forces used during system retrieval due to the propensity of the altered balloon profile to catch on the distal sheath tip. Also, no withdrawal difficulty was reported in this case. As such, since limited information was provided, a definitive root cause remains unknown. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon ruptured during inflation. Upon examination it was hard to determine if all of the balloon was intact. No patient injury was reported.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.